Event description:
It was reported that during a subclavian dilatation procedure, the catheter balloon burst at 16atm when coming in contact with a pacemaker wire, when the catheter was removed, the distal tip was missing a nitinol loop snare successfully removed the indwelling piece. A competitor's catheter was used to dilate the area just below the initial site to break up the lesion.